Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ blunt fill needle broke as it perforated the chemotherapeutic bottle. There was no report of exposure, serious injury, or medical intervention.

Event description:
It was reported that a bd blunt fill needle broke as it perforated the chemotherapeutic bottle. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
It was performed the DHR, maintenance record analysis, quality notification analysis and no deviation was found for this batch. Picture was sent by the customer and it was possible toperform an investigation and determine the probable root cause for the defect. The manufacturing processes are validated with defined acceptance criteria. From these information¿s it is possible confirm the complaint. The probable root cause for this failure mode occurred due to a defect of the hub at the injection point. Probable some stress of molding process one micro crack in the hub expanded to fracture during handling of customer.